Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window and drive cable were twisted. It was not possible to inspect for damage in the imaging core at the proximal end of the catheter since the rotator and imaging core assembly could not be pulled out from the hub due to the condition in which the device was returned. Impedance testing showed an electrical open at proximal wave form 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed. The twists and open proximal could have contributed to the event.

Event description:
Reportable based on device analysis completed on 01 nov 2024. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was not displayed due to lost image. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window and drive cable were twisted.